Manufacturer narrative:
This report is submitted on april 21, 2020.

Event description:
Per the clinic, the device has been explanted an (B)(6) 2019 (reason unknown).

Manufacturer narrative:
The date of awareness was april 25, 2019. This report is submitted on april 27, 2020.

Manufacturer narrative:
This complaint was previously reported in 6000034-2019-01012. This report is submitted on april 28, 2020.